Manufacturer narrative:
(B)(4). The covidien service engineer (se) replaced the battery and performed extended self-testing on the device and all tests passed. The serial number for the device was not provided.

Event description:
It was reported that, during the maintenance of a 980 ventilator the battery failed. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Additional codes added to patient and device codes; evaluation codes result and conclusion. Device evaluation summary: one battery pack was returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. The manual push button test on the battery was operated but all leds remained off indicating a depleted or unresponsive battery. The battery pack was installed into the failure investigation (f.I) test ventilator and it failed lb0140. Within a few minutes error code lb0201 was generated in the diagnostic logs, indicating that the ventilator could now report the battery pack status. The cause of the reported fault was that the battery pack had been allowed to become fully depleted beyond the point of operation. The pb980 operator manual gives adequate instruction on the battery backup system and battery charging. The cause of the observed condition was determined to be the faulty battery pack. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the maintenance of a 980 ventilator the battery failed. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) replaced the battery and performed extended self-testing on the device and all tests passed. The serial number for the device was not provided.